Manufacturer narrative:
No product has been returned for failure analysis investigations. The stapler logs for this procedure shows this sureform 45 stapler instrument was installed five times and fired five black reloads. There were no relevant stapler errors in the logs.

Event description:
It was reported that during da vinci-assisted pulmonary segmentectomy, a sureform 45 curved-tip stapler instrument and black reload were fired on a vessel and the vessel tore. The procedure was converted to open to address this event. It was noted that the patient did fine with no other complications.